Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance on the non-boston scientific right ventricular (rv) lead that resulted in a lead safety switch (lss) to the unipolar configuration. Once in the unipolar configuration noise due to myopotentials was noted on the rv lead. Boston scientific technical services (ts) advised bringing the patient in office for further troubleshooting. This product remains in service. No adverse patient effects were reported.